Event description:
Pt had 4 titanium implants put in left upper jaw and got very sick about six months later. Their first emergency room visit was three days after event date where pt was diagnosed with an acute form of vertigo. They had other mental problems, rashes, swelling in face and jaw and pain. The dental surgeon said it could not be caused by the implants because nobody is allergic to titanium. Pt's regular dr sent them to a number of specialists and they had 3 mris, two CT scans, lots of blood tests, an eeg, 3 radiation tests for infection, blood flow and vertigo tests. They could not find anything wrong. Pt was having recurring vertigo and was passing out some times. The swelling and the pain in jaw was worse. Pt was not sick before the implants were put in and dental dr refused to allow dermatoligist to test pt for titanium allergy because it was a waste of time so pt requested a dr from dental center (a research school) to take them out. They said they never heard of titanium allergy before but pt swelled up in that area so after they called around to see if pt was sane they agreed to take them out and do a report on the problem. They took them out and pt has been getting better ever since. Pt still has some dizzy spells and a little swelling and pain but pt can start driving and doing some stuff. The drs. At the dental center decided there was no interest in writing up a report and still have implants in a freezer not looked at. They told pt the bone did not grow into the implants and was shrinking away. They gave it a long word and said pt's symptoms were normal with it and it was a known problem. They didn't know what caused it to happen. There is a lot more to this story and pt was working in research and development and has many patents their in name until may of 2001. Since then pt has been disabled and their head doesn't work as well anymore. All the drs pt has talked to said they have never heard of anybody being allergic to titanium but the internet has many other people with similar problems to pt's from titanium.